Event description:
It was reported to philips that the battery pca pins were bent. There was no reported patient involvement.

Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J2 pins 5 and 6 were found to be bent / damaged.